Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the right atrial (ra) lead exhibited a high capture threshold and atrial capture was unable to confirmed. Drops in atrial lead impedance and atrial sensing measurements were noted. The ra lead also exhibited undersensing and the atrial timing appears to be coinciding with ventricular timing. It was also reported that the atrial lead is known to be dislodged. The right ventricular (rv) lead exhibited a drop in defibrillation impedance measurements. The patient experienced palpitations and tachycardia.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead. There was a high rate non-sustained episode , short v-v intervals, and rv oversensing. In addition, far field r-wave (ffrw) oversensing was observed on the right atrial (ra) lead. A clinician confirmed that the patient was in surgery during the period of the event. The leads remain in use. No patient complications have been reported as a result of this event.